Event description:
It was reported that during a co2 zenkers diverticulum procedure, the fiber malfunctioned, and it was also noticed that there was a burning through proximal fiber near connection. The procedure was completed with another fiber. There were no patient complications. Upon return of the fiber, product analysis confirmed a device problem.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. A visual examination was performed and found that the fiber body near the connector was melted. It is likely procedural conditions, such as physician technique, size and composition of the material being ablated, may have caused the fiber to overheat at the connector that may lead to fiber jacket to heat up and melt, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.